Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: no root cause can be determined as no samples were received. Rationale: CAPA is not necessary at this time.

Event description:
It was reported that the unspecified bd integra¿ syringe needle didn't fully retract after use when the safety was activated, and the pharmacist suffered a dirty needle stick injury as a result. The following information was provided by the initial reporter: the reason for my email is to follow up with you regarding the needle stick situation that happened with one of your pharmacists on one of our bd products (integra). We just had a needle stick incident where the pharmacist stated that they activated the safety device and the needle only partially retracted.